Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. The contact has been asked to follow up with davol should the patient undergo any addition medical / surgical treatment involving the hernia repair. Should additional information be provided, a supplemental MDR will be submitted. Recurrence is a known inherent risk of repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. Without a lot number a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5071562): as alleged / stated in the maude event report, "I had an inguinal repair hernia surgery with the use of mesh known as bard 3dmax by davol in 2016. However, it has not been successful and I have had swelling in the testicle and in the area of surgery for a continuous year with a recurrent hernia occurring 6 months after original surgery. I am now set to have a surgery in 2017 to remove the mesh and repair the recurrent surgery using a shouldice (primary) repair. I have had nothing but pain and swelling since the hernia mesh was implanted." The following was reported in follow up with the contact: as reported the initial procedure was a right inguinal hernia repair. As reported following the revision procedure the patient will undergo physiotherapy.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided in the legal complaint by the patients attorney. Additional information provided is limited to reporting disability. As previously reported, based on the information provided, we are unable to determine to what extent, if any the bard/davol 3dmax device may have caused or contributed to the events as alleged. The contact has been asked to follow up with davol should the patient undergo any addition medical / surgical treatment involving the hernia repair. Recurrence is a known inherent risk of repair surgery and is listed in the adverse reaction section of the IFU as a possible complication. Without a lot number a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Updated fields: outcomes attributed to adverse event, event, MFR site, report source, PMA/510k and if follow-up, what type.

Event description:
As reported on 09/15/2017, the following was reported via maude event report (mw5071562): as alleged / stated in the maude event report, "I had an inguinal repair hernia surgery with the use of mesh known as bard 3dmax by davol in 2016. However, it has not been successful and I have had swelling in the testicle and in the area of surgery for a continuous year with a recurrent hernia occurring 6 months after original surgery. I am now set to have a surgery in 2017 to remove the mesh and repair the recurrent surgery using a shouldice (primary) repair. I have had nothing but pain and swelling since the hernia mesh was implanted." The following was reported in follow up with the contact: as reported the initial procedure was a right inguinal hernia repair. As reported following the revision procedure the patient will undergo physiotherapy. This is an addendum to the initial MDR to document additional legal complaint information provided by the patients attorney. The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿